Event description:
It was reported that during follow-up, the device exhibited a diagnostics anomaly. After several attempts, interrogation succeeded. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.